Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was repositioned multiple times but did not capture at high outputs. The ipg was removed and was replaced with a transvenous ipg system. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Hybrid analysis did not confirm the erratic output failure. The device was fully functional. The pacing output waveform tracked various programmed amplitude, pulse width, and rate values appropriately. The reported failure was not confirmed. If information is provided in the future, a supplemental report will be issued.